Event description:
During a call for an unrelated low drain volume alarm, the patient's caregiver indicated the patient had peritonitis. It was indicated that the peritonitis start date was (B)(6) 2010. No additional information will be provided.

Manufacturer narrative:
(B)(4). Sample not available. A 510(k) number is not going to be provided as this involves an unknown renal disposable product.